Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that previously, on (B)(6) 2018, the patient had shown up at the hospital anticipating an rv lead revision, but at that time the numbers looked great before the procedure so it was canceled. The patient now returned to the clinic for a routine device check and high rv thresholds were observed. It was decided to simply monitor the lead at this time rather than refer for lead revision. The ventricular output was increased and a chest x-ray was performed confirming that the lead had not moved. The patient is completely asymptomatic. Lead remains implanted.